Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that air bubbles were observed in the infusion set tubing. Customer confirmed that the air removal step was performed. Tandem technical support assisted customer with loading another cartridge. Customer's blood glucose was 393 mg/dl.